Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while the surgeon was using the suture passer, the needle from the suture passer broke off. They were unable to find and retrieve the needle from the patients shoulder. This caused a 45 minute delay in surgery. The procedure was completed successfully.

Manufacturer narrative:
Product was received in-house at stryker endoscopy and sent to the legal manufacturer coorstek for investigation. According to coorstek the legal manufacturer. Product was reviewed upon return and it was confirmed the tip of the needle had broken off and was missing. The most likely root cause is needle came in contact with a portion of the patient's anatomy or experienced excessive force that caused the needle to break. Current user instructions include cautions regarding excessive force and to use under direct visualization. The most probable root cause is use of the product in a manner other than described in the instructions for use included with the product. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while the surgeon was using the suture passer, the needle from the suture passer broke off. They were unable to find and retrieve the needle from the patients shoulder. This caused a 45 minute delay in surgery. The procedure was completed successfully.